Manufacturer narrative:
An image of the reported burn was reviewed by a belmont clinical specialist. It was found that the injury was likely pressure related, caused by a fold of the wrap under the patient. The user facility was unable to verify the serial number of the unit used in the procedure and the wrap was not saved for investigation. A belmont service technician visited the user facility and tested all on units onsite. No issues were identified that could have contributed to the reported injury. In order to avoid any similar incidents in future, belmont territory manager went onsite to conduct education on proper wrapping methods. We will continue to monitor this type of incident closely and take further corrective and preventive actions if required.

Manufacturer narrative:
An internal complaint file # (B)(4) has been logged for this incident for traceability. Review of the patient injury image determined that the patient sustained a skin injury. The injury was located on the patient's back, which is an area intended for contact with the wrap. The patient was noted to be morbidly obese and undergoing coronary artery bypass graft (CABG) surgery. It was further reported that the wrap and sheet may have folded onto themselves, and due to the patient's body habitus, fluid likely accumulated under the warm wrap, which may have contributed to the injury. Belmont's clinical specialist was reached out for additional review of the patient's injury. Based on his expertise, he confirmed that it is a pressure-related injury resulting from the wrap folding under the patient. Belmont contacted the user facility to obtain additional details on the incident, including the serial number of the device, any potential adverse patient impact etc. The user facility were unable to verify the serial number of the unit used in the procedure. Belmont's territory manager and repair supervisor visited the user facility to inspect all the units on site. All units were tested by our repair supervisor and were functioning as expected. No issues were identified that could have contributed to the alleged patient burn. The operator's manual also provides possible conditions and additional recommended operator actions. The operator's manual provides the following warning statement: " the user should verify that no fluids are present at the skin/wrap interface during the procedure. Failure to do so can cause lesions on the patient's skin. Following the procedure, a pattern resembling the wrap may appear for a short period of time on the patient's skin". Pressure sores may appear or develop when soft tissue is compressed between a bony prominence and external surface. The use of the allon® system does not prevent this from happening. In order to prevent pressure sores, hospital routine care should be taken during long thermoregulation procedures. Belmont have not received any additional details on the associated unit used or clinilogger data. Without additional information, no conclusions can be drawn at this time. A follow-up report will be submitted once additional information becomes available.

Event description:
It was reported by the user that a patient sustained a burn injury, likely related to the thermowrap device. The patient was noted to be morbidly obese and undergoing coronary artery bypass graft (CABG) surgery. It was further reported that the wrap and sheet may have folded onto themselves, and due to the patient's large body habitus, fluid likely accumulated under the warm wrap, contributing to the occurrence of the injury.